Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an advia centaur cp instrument. The customer stated that quality controls (qc) were recovered within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse completed a 12-month preventive maintenance (pm). The cse did not find an issue with the instrument and completed a total service check. The cse also ran quality controls multiple times to verify the instrument performance. The cause of the discordant, falsely elevated total human chorionic gonadotropin (thcg) result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated total human chorionic gonadotropin (thcg) result was obtained on 1 patient sample on an advia centaur cp instrument. The discordant result was reported to the physician, who questioned the result. The sample was repeated on the same instrument and the repeat result was lower than the discordant result. The repeat result was reported, as the correct result, to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated thcg result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00147 on 15-jun-2021. Additional information (21-jun-2021): siemens further investigated the issue and determined that the cause of the falsely elevated total human chorionic gonadotropin result was due to an issue resolved with routine instrument troubleshooting. Corrected data (21-jun-2021): the email address in section e1 of the initial MDR was incomplete. The complete email address is: remon.k.saad@questdiagnostics.com. The email address in section e1 was updated to reflect the corrected data. The instrument is performing according to specifications. No further evaluation of this device is required.